Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the inlet tubing for fixing the balloon of the foley catheter was cracked. The urethral catheter fell off after 10 minutes of indwelling for urine drainage. They also confirmed that a second indwelling was conducted. Per additional information via ibc on (B)(6) 2022, on (B)(6) 2022, stated that user drain urine and observe the amount in and out. The drainage was smooth after insertion. On (B)(6) 2022, the patient was irritable. At 06:30, the patient was restless, so pulled out the urinary catheter and checked it. While checking, the front end of the urinary catheter and the balloon part were not visible. 6:50 self-dissolving urine, approximately 200 ml yellow urine tube. The front end of the urinary catheter and the balloon are partially broken, leaving them in the bladder. There was no medical intervention reported. Internal and surgical treatment is required to avoid the above permanent damage. Per additional information via ibc on (B)(6) 2022, it was confirmed that above issue happened with the same catheter. It was stated that both the front part of catheter and the balloon were broken and left in the bladder. It was also stated that both were removed with cystoscope, then the patient got hematuresis. The customer cannot give the exact lot information

Manufacturer narrative:
The reported event was inconclusive because poor sample condition. It was unknown whether the product had caused the reported failure. Based on the attached photos, it was observed that the catheter was broken at the middle of shaft. However, the exact cause of how and when the problem occurred could not be determined. A potential root cause for this failure could be due to lower latex/over chlorination/user-related (pulling by a user/ expose to sharp object). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "precaution: this product contains natural rubber latex which may cause allergic reactions. Sterile unless package is opened or damaged. Warning: do not use petroleum substrate lubricants with the latex based urethral catheters, such as petroleum jelly and labe liquid paraffin which will damage latex and burst balloon. Water soluble lubricants can be used. Do not aspirate urine through drainage funnel wall. Single use only. Do not resterilize. For urological use only. Valve type: use luer syringe. Do not use needle. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use excessive force to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen. If permitted by hospital protocol, the may be cut off. If this fails, contact an adequately trained professional for assistance, as directed by hospital practical. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient." H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the inlet tubing for fixing the balloon of the foley catheter was cracked. The urethral catheter fell off after 10 minutes of indwelling for urine drainage. They also confirmed that a second indwelling was conducted. Per additional information via ibc on 26jan2022, on (B)(6) 2022, stated that user drain urine and observe the amount in and out. The drainage was smooth after insertion. On 12jan2022, the patient was irritable. At 06:30, the patient was restless, so pulled out the urinary catheter and checked it. While checking, the front end of the urinary catheter and the balloon part were not visible. 6:50 self-dissolving urine, approximately 200 ml yellow urine tube. The front end of the urinary catheter and the balloon are partially broken, leaving them in the bladder. There was no medical intervention reported. Internal and surgical treatment is required to avoid the above permanent damage. Per additional information via ibc on 11feb2022, it was confirmed that above issue happened with the same catheter. It was stated that both the front part of catheter and the balloon were broken and left in the bladder. It was also stated that both were removed with cystoscope, then the patient got hematuresis. The customer cannot give the exact lot information.